Event description:
It was reported that an occlusion alarm occurred on an ilet using a teflon infusion set with 23-inch tubing, coincident with a meal, and blood glucose measured 231 mg/dl; tubing was tested with visible drops, delivery was resumed, and the user was advised to monitor and change the set due to repeated occlusions and elevated glucose. Symptoms included hyperglycemia. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, while the event was characterized as lack of effect with insufficient information about a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.